Event description:
The hcp rpeorted that the pt was overdosed with a 400 mcg bolus of baclofen. The hcp had been unable to aspirate the catheter so he injected the dye for a catheter dye study. The volume of the catheter was then bolused into the pt. The pt was admitted to the intensive care unit, unresponsive but breathing on her own. The pt's usual daily dose is 300 mcg.